Manufacturer narrative:
Date of event us estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high impedances. Diagnostics revealed high impedances on both leads. As a result, surgical intervention on (B)(6) 2025 wherein the leads were replaced to address the issue.